Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in at 41.0 c. Operational temperature spec is below 42.0c. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or signal loss occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected with no video loss or overheating. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Corrected event description.

Event description:
It was reported an overheating on the device. It is unknown whether the event happened during surgery, if there was a back-up device, if there was a delay, and if there was patient involvement. Attempts were made to retrieve further information but no response was received from the complainant.

Event description:
It was reported an overheating on the device. It is unknown whether the event happened during surgery and if there was patient involvement.